Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient underwent a gynecological on (B)(6) 2009 and the perigee and monarc hammock were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with monarch vaginal sling. It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent laparoscopic lysis of adhesions converted to open lysis of adhesions with open incisional hernia repair of multiple incisional hernia on (B)(6) 2010. It was reported that the patient underwent separation repair of large incisional hernia on (B)(6) 2012. It was reported that patient underwent wound exploration and debridement(abdominal) post large complex incisional hernia repair since it was noted the top part of the wound had separated on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).